Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead, (B)(6) 2004; 407652 implantable pacing lead, (B)(6) 2004. (B)(4). Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Event description:
It was reported that the patient presented to the emergency room with an inappropriate shock from oversensing. The right ventricular lead was capped and replaced. A lawsuit further alleged that the device was "defective and failed", and that the patient sustained great pain of body and mind, and suffered a loss of enjoyment of life. The device was explanted and replaced. No further patient complications have been reported as a result of this event.